Manufacturer narrative:
This form has been completed by the manufacturer.

Event description:
The patient received a corneal burn during cataract extraction. Several stitches were required to repair the wound.